Manufacturer narrative:
Film evaluation results are: the cause of the proximal type I endoleak reported during implant could not be determined. Films during implant were not available for review, and the post-implant films returned (after implant of the endoanchors) did not clearly show any type I endoleak. It appears likely that this was anatomy related; implanting within a severely angulated neck (off-label) which contained thrombus. The reported single endoanchor which did not adequately penetrate the aortic wall during implant could not be confirmed (or ruled out) from the post-implant CT¿s provided. Five (5) endoanchors were seen having been implanted into the left side of the bifurcate/aortic neck, 10 ¿ 20mm below the proximal stent graft margin, along the outer (left) curvature of the angulated neck. The anchors appeared normal and fixated; however, the amount of anchor penetration could not be determined from the CT provided. It is possible that implanting the anchors within the thrombus filled neck may have contributed to the inadequate penetration. It is likely that implanting the endoanchors resolved the reported proximal type I endoleak. A type ii endoleak from a pair of lumbar arteries was also seen within the distal sac.

Manufacturer narrative:
Concomitant medical devices: 24-off-label, unapproved or contraindicated use (aortic neck angulation).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm measured 88 mm in diameter. The proximal aortic neck measured 22 mm to 19 mm to 20 mm to 22 mm to 24 mm in diameter along a 28 mm length. The proximal aortic neck angle measured 80 degrees. The suprarenal to infrarenal angulation measured 70 degrees. There was localized thrombus covering 10 percent of the seal zone circumference with maximum thickness of 5 mm. The patient presented emergently. It was reported that, during the index procedure, the endurant bifurcate stent graft had a proximal type I endoleak. Five endoanchors were deployed in the endurant main body stent graft to the proximal aortic neck to treat the proximal type I endoleak. However, one of the endoanchors did not adequately penetrate the aortic wall. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: : sex, date of birth. If information is provided in the future, a supplemental report will be issued.